Event description:
Clinical study. It was reported that 160 days after a coronary artery stenting procedure, the pt experienced unstable angina. The lesion being treated was a 2.27mm, 56% stenosis, 10.5mm long portion of the proximal right coronary artery (prox rca). The physician treated the lesion with a 2.50x12mm taxus express2 study stent with direct stenting (at maximum 12.0 atm). Post-dilatation and post-ivus was not performed. The procedure was completed without any problems. The pt was discharged 5 days later. One hundred sixty days after the index procedure, the pt was seen for a 6-month follow-up eval. Unstable angina (braunwald class: iiib) was confirmed. The physician performed a pci 16 days later, treating the mid left anterior descending (mid lad) with an unk balloon and placement of a non bsc stent. In the opinion of the physician, the relationship of the pt's angina to the taxus stent is possible. The pt was discharged 2 days later.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.